Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer's blood glucose was 89 mg/dl. Troubleshooting was performed and alarm was resolved by changing out the reservoir. Manual prime was performed; insulin exit and the device didn't alarm no delivery. Customer was advised to return the reservoir for further testing and customer agreed.